Event description:
The customer contact reported the patient received less medication than intended. The pump was programmed to deliver an unspecified concentration of potassium at a rate of 41.6ml/hr with a vtbi (volume to be infused) of 250ml. After an unspecified length of time, the nurse noted that the container had 250ml remaining instead of the expected 150ml. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of nondelivery. A calibrated set was used for testing per the device release specifications. The device passed all testing including delivery accuracy.